Manufacturer narrative:
Eighty six (86) units of stagraft dbm 5cc were manufactured for sale in (B)(6) 2013. Twelve (12) additional units are produced for testing. Ten (10) for sterility testing, one (1) for endotoxin, and one (1) for handling evaluation. Manufacturing and sterility records indicate all tests passed. Review of manufacturing history records does not indicate any anomalies in the manufacturing or test process. The lot of tissue used for this lot of dbm has no other complaints against it.

Event description:
It was reported patient underwent a subtalar fusion utilizing biomet bone putty and competitor implants on (B)(6) 2013. Subsequently, patient developed an infection post-operatively. There has been no reported revision procedure to date.